Manufacturer narrative:
A ge service representative performed an onsite investigation. The limo connector and video line pin on the limo connector were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the cable connector was loose, the field engineer noted that there was an intermittent video loss. This will result in a loss of functionality. There is no report of injury or death associated with this event.